Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the issue occurred during the diagnostic procedure. The procedure got aborted and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was stuck at 00:00. Upon troubleshooting actions, fse identified the hard disk failure in the host pc. Fse replaced the hard disk and loaded the back up. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not booting, stalling at 00:00. No harm was reported to philips. Philips has started an investigation of this complaint.